Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6); implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: 21-jul-2023, UDI#: h3: analysis of the wireless recharger [s/n (B)(6) found that the leds scroll continuously, the device was unresponsive, and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. The reason for call was patient reported that the wireless recharger (wr) was not working because the green battery indicator lights were continuously scrolling up and down. Patient confirmed that there was a dim green light on the back of the charging station was on. Agent walked patient through resetting the wr on and off the dock. The troubleshooting steps taken on the call did not resolve the issue. Agent emailed repair to send replacement wireless recharger.